Manufacturer narrative:
Implant regio 16 fractured. Construction was a single crown placed on the implant. Bone loss caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant.

Event description:
Implant fracture.